Event description:
Hosp advised that a dopamine drip was set up to infuse and within 15 seconds the pts systolic blood pressure increased from 40 to 100. The nurse stopped the pump and replaced the dopamine, then turned the pump on again. The pt's blood pressure increased again. Nurse stopped the pump and switched pt to another one. There was no pt consequence.